Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Device evaluations results/investigation findings: product review of the meshgraft ii on november 19, 2019 revealed that the setscrew on the ratchet was installed too far, not allowing the ratchet to slide onto the roller. The roller was galled on the ratchet end. The side plates were the old style and needed replaced. The calibration was out of specifications and the device did not produce a passing sample mesh. The sample graft was not meshed all the way through, it only left indentations. The roller, cutter, and side plates needed replaced. Repair of the meshgraft ii was not performed as the customer requested that the device be scrapped instead of accepting the repair cost. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the setscrew on the ratchet was installed incorrectly and did not allow the ratchet to slide onto the roller. The roller was galled on the ratchet ends. The side plates were the old style and required replacement. The device was outside calibration specifications and did not produce a passing sample mesh. The sample graft was not meshed all the way through, it only left indentations. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It has been reported that the device was sent in for pm, and upon inspection device was found to be in need of repair. Needs roller, cutter, sideplates. During evaluation, the device did not produce a passing sample mesh. No adverse events were reported as a result of this malfunction.